Event description:
The customer stated that one patient sample (sid (B)(6)) generated falsely elevated results of 89.53 and 81.84 u/ml for the architect ca19-9 assay. A result of 61.42 u/ml was generated when the sample was retested with another architect analyzer in the lab. A result of 25.4 u/ml was generated when the sample was retested with another chemiluminescence technique at a reference lab. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to discrepant patient results. The lot search did not identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 25004m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lots performed per specification. No malfunction was identified. The issue was for three patient samples; two were falsely elevated and discrepant with another method and the third sample was not a discrepant result. The retest assay values for all three samples were obtained with different assay methods and cannot be used interchangeably due to differences in assay methods and reagent specificity. No additional issues were identified. The customer was referred to the assay package insert where such an issue is discussed along with troubleshooting.